Event description:
It was reported that, pt presented with hip pain approx 10 months post-op x-ray and showed a lesion on lateral side of cup. Blood work-up was positive for metal level.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report. This is the same event as: MFR# 9616680-2012-00480, 2249697-2012-00857.